Manufacturer narrative:
Upon further review the teflon pad of the device is not severely worn nor exposing metal. This is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the teflon pad of the device was found to be worn and peeled with metal of the grasping section visible. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation for the issue of receiving error messages three times in a row and the device failing the check probe test subsequently. The procedure was completed with a new device. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, the teflon pad of the device was found to be worn and peeled with metal of the grasping section visible. This medwatch is being submitted for the reportable issue of the teflon pad peeled with metal exposed observed during device evaluation.